Event description:
Dexcom g6 sensor inaccuracy: 7:22am g6 reading 88, finger stick reading is 58. That is a mard of 51.7%!!! Someone please hold these scammers accountable. Dexcom no longer follows up on product support requests and refuses to replace faulty products. Diabetics are dying because of these terribly inaccurate products.

Event description:
Additional information received for report mw5176619 on 09/29/2025. Dexcom g6 sensor error > 3 hours.